Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. The customer was given instructions on how to reset the pump and advised to call back if the issue recurs.